Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). The reported corsair microcatheter was returned for evaluation. Tip separation including the marker was confirmed on the returned corsair at the junction of the tip and shaft. The shaft was mildly undulated relating to usage in the patient's body. Disarrangement of the shaft strands due to accumulated torsion was confirmed on the shaft proximal to the torn end of the tip. Microscopic observation on the torn end of the tip revealed that the torn inner jacket and fractured braid tube were twisted and gathered inwards. The surface of the torn end of the tip showed a trace of twisting. The above findings indicated approximately 7mm of the tip including the tip marker was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that torsion generated in attempts to cross the heavily calcified lesion had most likely contributed to the observed separation of the tip of the corsair microcatheter. The applied torsion would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement by the lesion to wrench off the tip. It was concluded that this event was not attributed to product quality but anatomy. No CAPA will be taken. Instructions for use (IFU) states: [warnings] do not use this microcatheter in advanced calcified lesion. This microcatheter must be used under the condition that surgical operation can be performed (if an emergency surgical operation is unavailable, life-threatening events may occur). If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications (continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel). Always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns (continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur). [Malfunctions and adverse effects] separation, withdrawal difficulty, or death.

Event description:
It was reported that the tip of an asahi corsair microcatheter was detached during a percutaneous coronary intervention (pci) to treat a mildly tortuous, heavily calcified, complex lesion in the mid left anterior descending artery (lad). A non-asahi 7fr xb3.5 guiding catheter with a y-connector was engaged and an asahi sion guide wire was delivered to the distal lad. It was planned for rotational atherectomy and a microcatheter was delivered over the guide wire down to the distal lad in order to exchange the wire for rotational atherectomy. During advancement process, the tip of the microcatheter was incarcerated and the resistance increased. It was noted that the tip of corsair was stuck in the mid lad lesion and broke off. A fielder xt-r, fielder xt-a, and non-asahi pilot 200 guide wires were advanced in attempts to retrieve the broken tip of the microcatheter, but it went unsuccessful to pass any of the guide wires through the broken tip. The guide wire and microcatheter were withdrawn to terminate the pci and alternate surgical treatment was proposed because of the severity of the lesion and rapidly changed unstable conditions of the patient. The patient was sent back to the ward, receiving post-op treatment. Despite of emergency care, the patient expired three hours after returning to the ward.